Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2022. During the procedure, it was reported that the device could not be deployed normally as the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4).

Manufacturer narrative:
Block e1 (initial reporter facility name): affiliated (B)(6) block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and some of them were moved from their position. The trip wire was not secured and was cut, possibly during the removal of the device. The irrigation tube was also returned and did not present any damage. The ligator housing teeth were also found bent/damaged, consistent with the findings when the device was observed under magnification. The trip wire was also confirmed that it was cut. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had five bands moved from their position and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip through the handle assembly leading to inability of the device to deploy the bands, moved them from the original position, consequently, damaging/bending the ligator head teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2022. During the procedure, it was reported that the device could not be deployed normally as the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.